Event description:
A cc4204a collamer aspheric single piece lens was received from the facility torn. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted. The cartridge used has not been approved by the manufacturer for use with this model injector/foam tip plunger and is off-label use.

Manufacturer narrative:
(B) (4). Lens work order search. Results: visual inspection of the returned product found the lens optic and one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a possible root cause of the event has been determined to be due to the off-label use of the cartridge with the injector/foam tip plunger. (B) (4).